Event description:
It was reported by the patient with this cardiac resynchronization therapy defibrillator (crt-d) that multiple episodes of syncope were experienced. No additional adverse patient effects were reported. This crt-d remains in service.